Event description:
We received a report that an zma intraocular lens (iol) was explanted from the patient's right eye after he experienced an unexpected post-op refraction. The initial report indicated that patient could not see well enough ''nothing wrong with the lens as far as the doctor knows''. In follow up the reporter indicated that the ''iol power not functioning as power listed/labeled on the box''. Patient is noted to have recovered.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed including optical measurement; all results were within specifications. There were no non-conformances or deviations noted. The intraocular lens was returned to the manufacturer. Visual inspection with unaided eye shows the lens is cut in pieces, most probably to make explant possible. Under magnification the lens can be identified as a tecnis multifocal because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged. The lens is contaminated, dust particles are present. The condition of the iol is consistent with one that has been explanted and handled in a non-sterile environment. Diopter measurement is not possible due to the condition of the iol. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.